Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level of 553 mg/dl. The customer¿s reported blood glucose level was 371 mg/dl. The customer reported that they were treated high blood glucose level with insulin pump. The customer reported that they were found lying on the floor due to high blood glucose level. The insulin pump will not be returned for analysis.